Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that there was high impedance on all contacts on (B) (6) 2009. The extension was replaced on (B) (6) 2010. Prior to removing the extension, the doctor placed a long suture string on the terminal end of the extension with the intention of using the string to pull the new extension through the previously tunneled path. While pulling out the extension, the terminal end of the device, near the tie, broke. The damage near the extension header block may have been caused by the removal. Lead was tested and had normal impedance readings.